Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. One decontaminated sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. The inflation test was repeated on this device upon return for this investigation. It was found that sample cannot pass this 12 hour test during - cuff was deflating during inflation. Source of leak was found to be tear in pilot balloon. Due to fact that cuff leak was observed prior use (during the pre-use check) it is the most probable that this issue happened due to a manufacturing or distribution fault (e.g. During packaging process or during transportation). No similar customer complaint has been recently received therefore this incident is considered to be isolated incident with unknown root cause. No lot number was provided therefor a device history review could not be completed.

Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the pre-use check, leakage of air from the cuff was observed. No patient injury reported.